Event description:
The doctor had difficulty inserting the iab transthoracically on 4/8/98 at 1:37 pm. The iab was removed on 4/10/98 at 6:10 p.m. By a surgeon in the o.r. The iab was not returned to datascope for evaluation. (Event complications: none from the event- reported 4/27/98.) (Pt's current status: discharged reported 4/27/98.)